Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump touch screen intermittently times out sooner than expected. Customer¿s blood glucose level was not impacted. At the time of the report with tandem technical support the touch screen was functioning as intended, and customer continued to use the pump for insulin therapy.